Event description:
Healthcare professional reported capsular, baker grade IV, calcification and seroma-late. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, seroma-late and capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. ¿ calcification : observed calcification on the device. ¿ seroma -late : unable to observe since it is a medical event is not related to the device. Additional observations: ¿ observed two opening on the posterior and radius side assessed surgical damage. ¿ crease fold observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, calcification and seroma-late. The device has been explanted.